Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus territory manager reported (on behalf of the customer) that during a procedure, the visera elite iii video system center presented error e226. There was no patient harm associated with the event.

Event description:
It was reported that the device malfunction occurred during the middle of a therapeutic gastric sleeve procedure. The procedure was delayed by 30 minutes while the patient was under general anesthesia. There was no extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory. The intended procedure was completed with another device from another brand/supplier.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation and device evaluation with correction to the initial with information inadvertently left out b3 and b5. The device was evaluated by olympus, and no reportable malfunctions were found that could have led to the reported event. Based on the results of the investigation, it is likely the error code e226 occurred due to that during the scope identification communication, the videoscope failed due to the factor of communication critical aberration. However, the phenomenon was not reproduced and the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.